Event description:
As reported, during preparation of the web device, while it was being deploying in the bowl of saline, it was noticed that the device had a slight narrowing (waist) in the middle section. When the device was retracted and then exposed again, the narrowing had recovered however it still did not look ¿normal¿. The physician asked for a new device which was successfully implanted without issue. Additional information from the post-evaluation report revealed that the returned web system was found to have broken wires on the web implant, which may have caused or contributed to the alleged expansion issue.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned web system found broken wires on the web implant, which may have caused or contributed to the alleged expansion issue. However, the web implant successfully advanced through the returned introducer and an in-house microcatheter and fully opened upon deployment during functional testing. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.